Event description:
In 2009, the pt's mother reported the pt has had e4 (occlusion) errors with 8 insulin infusion sets out of 1 box. She said the occlusions have resulted in elevated blood glucose readings up to "hi" on the pt's meter with her target range being 60-120 mg/dl. She stated the pt's last elevated reading was 386 mg/dl and occurred yesterday morning. Her current reading is within her normal range. The mother stated that 1 cannula was "completely bent" and other headset cannulas have been curved when removed from the pt's body. The mother stated they try to rotate the pt's sites, but she will only use a specific area. Site selection and management were discussed with the pt's mother. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.